Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level (400 mg/dl) and an insulin injection was used to address the bg level. The customer did not know what caused the high bg. Tandem technical support advised the customer to contact a healthcare provider to discuss the event.